Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports that a uvc was placed on (B)(6) 2012. A nurse was changing the tubing and noticed blood backing up. The customer reports that their investigation found a leak just below the hub where the catheter is joined. The uvc was pulled on (B)(6) 2012 and was not replaced. The customer reports the patient is still critically ill and has a cvl in the subclavical.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.